Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified coronary artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use in a percutaneous coronary intervention. During procedure, it was noted that the balloon ruptured at 12 atm. However, it was further reported that all components are completely and simply removed as usual from the patient's body without problem even if there was resistance felt during removal. The procedure was completed with another of the same device. No patient complications reported and the patient was good post procedure.

Manufacturer narrative:
E1- initial reporter city: (B)(6). Device evaluated by manufacturer: a wolverine cb mr, ous 10mmx2.00mm, catheter was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was attached to an encore inflation unit, positive pressure was applied, and liquid was observed to be leaking from a balloon pinhole located approximately 2mm proximally from the proximal marker band. An examination of the balloon material and proximal marker band identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. A visual and tactile examination found no kinks or damage to the hypotube of the device. The marker bands, tip and blades of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified coronary artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use in a percutaneous coronary intervention. During procedure, it was noted that the balloon ruptured at 12 atm. However, it was further reported that all components are completely and simply removed as usual from the patient's body without problem even if there was resistance felt during removal. The procedure was completed with another of the same device. No patient complications reported and the patient was good post procedure.